Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quicker than it used to. In addition, the customer stated "the sound is not as loud during alerts." The customer's blood glucose level was 158 (mg/dl). Reportedly, the customer will continue to use the pump for insulin therapy.